Event description:
It was reported that patient presented in clinic for a routine generator change. It was noted that patient's right ventricular lead had varying pacing impedance after connected to the new generator. The issue could not be resolved via reconnection. The lead was explanted and replaced on (B)(6) 2021. It was later noted that the lead had a kink and crushed area after dissecting the pocket. The suture sleeve of the lead also could not be found. The patient was in stable condition.